Manufacturer narrative:
Section h10: h3: the revision reported may have been the result of incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), extreme wear of the humeral liner, patient conditions, or a combination of the four, which led to the humeral liner disassociating from the humeral tray. However, this cannot be confirmed as the explants not returned for evaluation. Section h11: the following sections have corrected information: (d11) concomitant device(s): 320-01-46, 4474154 - equinoxe reverse 46mm glenosphere. 320-10-00, 4685228 - equinoxe reverse tray adapter plate tray +0.

Manufacturer narrative:
Pending evaluation . Concomitant device(s): 320-01-46, 75199009 - equinoxe reverse 46mm glenosphere. 320-10-00, 77234003 - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, this (B)(6) y/o male patient¿s right shoulder was revised due to the liner separating from the humeral tray sometime after the initial surgery. The surgeon removed a 46 glenosphere, 46 neutral liner and a +0 adapter tray. He replaced them with a 42+4 glenosphere, 42+2.5 humeral liner and a +10mm adapter tray. The patient was last known to be in stable condition following the event.